Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant the delivery of the drug is incorrect and resulted in an under infusion.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: infusomat space, 8713050, serial number: (B)(6), software version: 686j030006. History inspection: the customer specified 2026-01-22 as the date of occurrence. On this day, a space line neutrapur was selected at 8:20 and the infusion started after standby mode with a rate of 600 ml/h at 12:50. The vtbi was set to 300ml. At 13:20, the therapy was terminated by vtbi end alarm. A total of 300ml was infused. No other anomalies could be detected. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. The functional test revealed that the can bus is defective. The electronic pressure cut-off was checked. Safety clamp was checked: the device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,07% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within specification. Disassembling: no damage could be found inside the device, only few liquid residues. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.